Manufacturer narrative:
No part or lot numbers were provided. No further evaluation can be completed. Review of labeling: possible adverse events. Delayed union or nonunion (pseudarthrosis): bending, disassembly, or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain. Pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin, dural leak requiring surgical repair cessation of growth of the fused portion of the spine subsidence of the implant into adjacent bone of proper spinal curvature, correction, height, and/or reduction increased biomechanical stress on adjacent levels improper surgical placement of the implant causing stress shielding of the graft or fusion mass. Intraoperative fissure, fracture, or perforation of the spine postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 13 sep 2024, seaspine's clinical team identified an additional adverse event when analyzing the data associated with the following manuscript submitted to the journal of neurosurgery: spine - hani malone, md et al., "early outcomes of multilevel acdf with segmental plate fixation." They report an internal orthopedic device mechanical complication involving levels c3/4 and c4/5 with c4/5 pseudoarthrosis.